Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿lymphadenopathy: unable to observed. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Patient reported right side rupture and 'axillary hollows with some adenopathies' diagnosed via MRI. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient reported right side rupture and 'axillary hollows with some adenopathies' diagnosed via MRI. Device remains implanted.